Event description:
It was reported that the programmer was "freezing up" when trying to navigate between screens and that telemetry was difficult when trying to interrogate devices. Also that it had screen/touch pen calibration issues. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the stylus would not calibrate. It was not able to be confirmed that the device froze up. The programmer was able to interrogate devices. (B)(4): the radiofrequency (rf) head was analyzed and no anomalies were found.